Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. During investigation the pump was powered up to observe for reported issue. The customer's reported problem was verified. According to the investigation, the "false downstream occlusion" alarm was caused by the pump faulty downstream occlusion sensor. Service's will replace the pump faulty downstream occlusion sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "false downstream occlusion" alarm. It was not specified whether this occurred during infusion or interrupted therapy. It was reported that there was no patient involvement.